Event description:
Upon inspecting the biopsy needle for procedure, the physician discovered that the coaxial was not glued properly and would not stay attached to the hub . It was not used on a patient. Manufacturer response for instrument, biopsy, corvocet¿ (per site reporter): will investigate.